Event description:
The customer reported that the unit was failing the pads/paddles ECG test.

Manufacturer narrative:
The customer reported that the unit was failing the pads/paddles ECG test. The device was evaluated at philips, and the failure was confirmed. Replacing the power pca resolved the issue.